Manufacturer narrative:
Additional information was received that the patient did not have an infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm the explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's pocket site had opened and the physician believed that the pocket site may be infected. Symptoms include redness, swelling and drainage. The physician removed the patient's ipg, irrigated the pocket site well and gave the patient intravenous antibiotics during the procedure. The physician believed that the event was not device related and the cause was that the patient does not have a lot of fatty tissue in the area. The patient was doing well following the procedure.

Event description:
A report was received that the patient¿s pocket site had opened and the physician believed that the pocket site may be infected. Symptoms include redness, swelling and drainage. The physician removed the patient¿s ipg, irrigated the pocket site well and gave the patient intravenous antibiotics during the procedure. The physician believed that the event was not device related and the cause was that the patient does not have a lot of fatty tissue in the area. The patient was doing well following the procedure.